Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that an error occurred in the reagent storage module. The operator performed troubleshooting and noted the reagent storage hot. Siemens dispatched a customer service engineer (cse) to the customer site. The cse noted the fan connector for cooling the reagent storage peltier was damaged, and the instrument produced an error (600 14 40 -thermal loop is offline) condition. The cse replaced the damaged connector, and the advia centaur xp instrument was verified and operational. Siemens evaluated the event, and the cause of damage to the connector is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer informed that a malfunction on the advia centaur xp instrument caused a delay in testing stat samples. The customer informed that a backup or alternate method was not available, and patient testing was not sent out to another facility. There are no known reports of adverse health consequences due to the delay in testing stat samples.